Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product device was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked lens. Functional testing confirmed the reported issue. The root cause of the reported issue was found to be kinked tubing going into the bench. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there was an occlusion message. No patient injury was reported.